Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: for the past 3 weeks, it has been very difficult to control her son's low blood glucose (bg) levels. She has made adjustments to icr and basal rates, but did not change isf. The low bgs are in the 30 and 40 mg/dl range. Mom has called the nurse at diabetes center, and does not have child or pump with her at time of call. . Advised call back when mother is with child and pump in order to check history and settings. Mother appreciative and states she will do so. There is no allegation of pump malfunction. This complaint is being reported due to the allegation that a patient on insulin pump therapy experience hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: during investigation, a review of the pump history showed that daily insulin delivery totals correctly reflected the programmed basal rates. There was no activity outside normal use observed in black box or download history. No data in black box or download histories from time of reported low bgs due to continued use. A 29 hour flow accuracy test was performed and the pump was found to be delivering within the required specifications. The issue of inaccurate delivery was not duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.